Event description:
Pt was revised due to arthrofibrosis and flexion contracture. Did synovectomy, poly exchange, and removed patella due to potential patella baja that could be affecting range of motion.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided info. Provided info stated the positioning of the patella component was a possible contributing factor to the reported poor range of motion. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.